Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident acetabular system. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Therefore, the exact cause of the reported event cannot be determined. Device not returned.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: the initial event description indicated that revision surgery was for audible noise. A review of the medical records by a clinical consultant noted that the patient was revised for acetabular component loosening. It was concluded that no determination can be made of the apparent cause of the failure of biologic fixation of the acetabular component of the right hip arthroplasty for which revision was performed almost 5 years post implantation. Review of serial x-rays and examination of the explanted component would be helpful in evaluating this case. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot conclusions: a review of the medical records by a clinical consultant concluded that no determination can be made of the apparent cause of the failure of biologic fixation of the acetabular component of the right hip arthroplasty for which revision was performed almost 5 years post implantation. Review of serial x-rays and examination of the explanted component would be helpful in evaluating this case. If additional information/devices become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly after the implantation of the device the patient experienced audible sounds during motion emanating from the location of the device. It is further alleged that the patient has undergone premature revision surgery to remove the device.

Event description:
It was reported through the filing of a lawsuit that allegedly after the implantation of the device the patient experienced audible sounds during motion emanating from the location of the device. It is further alleged that the patient has undergone premature revision surgery to remove the device.